Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was losing battery power more quickly than expected and that the pump would power off without emitting an alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a review of the black box revealed an unexpected power on reset event on 06/12/2015. The battery voltage was found to be above the replace and low battery alarm threshold. The returned battery/cartridge caps were used during investigation. There was no damage found to the battery compartment or battery cap. The battery cap contact measurements for height and width were found to be within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit or to the cgm module. The product performed within specification and the reported ¿intermittent power¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the display contrast was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).